Event description:
It was reported that the patient who had allevyn life placed on sacral area for pressure ulcer prevention secondary to decreased mobility upon admission. The patient's overall condition improved, however, upon a follow up assessment, the patient was moving independently, and the allevyn life remained in place. On assessment, the patient's sacral area under the dressing was moise, red and peeling. An antifungal powder with smith and nephew no sting skin prep spray was applied and the allevyn life was discontinued.